Event description:
While using an interventional technologies cutting balloon for angioplasty the device failed. Rptr lost the ability to apply or withdraw pressure from the balloon while deployed in the pt. Rptr was able to successfully retrieve the balloon without harm to the pt. Rptr was told that two other devices have had similar problems prior to insertion into a pt at the same facility.